Event description:
It was reported that the while using the product, when the operated the handle to open the nitinol stone basket, the basket did not open.

Manufacturer narrative:
The reported event is unconfirmed. Functional evaluation noted received 1 nitinol stone basket. Stone basket opened easily using handle and handle was not difficult to use. Also, received 5 photo samples. First photo sample shows top view of stone basket. Second and third photo sample zoom in on end of guidewire without basket out. Fourth and fifth photo sample shows stone basket out of guidewire. Based on physical sample received the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while using the product, when operating the handle to open the nitinol stone basket, the basket did not open.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.